Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. Upon receipt, the ICD was interrogated, revealing the bos battery status. The header of the ICD was visually inspected. The visual inspection revealed that the is4 llll lv set screw was unscrewed and tilted beneath the silicon seal. In this tilted position it is not possible to insert the torque wrench again for final fixation. The inner hexagon of the is4 llll lv set screw were found damaged, which indicates the presence of strong mechanical forces during the ICD lead connection. Based on these findings, it is assumed that the set screw was attempted to screw in with a tilted angle and under the presence of strong forces. Beside this, the analysis showed no anomalies. Especially the dimensions of the header bores were confirmed to be within the specifications. Furthermore, the manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that the lv lead dislodged approx. 1 month after the implantation.